Event description:
Ous MDR - on (B)(6) 2016 the patient was in for a follow-up and noise was observed on the EKG for the sensing portion of this rv lead. A charge was aborted before it shocked. Intermittent noise was confirmed and therapy was turned off. Six days later another interrogation was performed and noise was reconfirmed and the decision was made to removed the entire system and replaced it. There were no adverse patient side effects reported and this lead has not been returned for analysis. The reported event date was (B)(6) 2016, but that doesn't match when the noise was first observed. Therefore, the event date has been changed to match the event description.

Manufacturer narrative:
The analysis of the protego revealed a damaged insulation in the intracardiac area of the lead. This damage can be considered as the root cause for the clinical observation of noise without shock delivery as reported in the complaint description. The characteristics of this damage indicate an unexpected excessive wear out of the lead. Thus it is assumed that the lead had been subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. It cannot be excluded that an accumulation of different factors had impact on the wear out of the lead. These factors might have been interaction with modified tissue, significant cardiac motion due to an adverse lead position including slack or a potential increased ingrowth which had impact on the maneuverability of the lead. Furthermore tortuous cardiac anatomy, high activity levels of the patient and significant manual labor involving the upper body are known contributing factors. In conclusion, the analyses of the ICD and the leads did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - on (B)(6) 2016 the patient was in for a follow-up and noise was observed on the EKG for the sensing portion of this rv lead. A charge was aborted before it shocked. Intermittent noise was confirmed and therapy was turned off. Six days later another interrogation was performed and noise was reconfirmed and the decision was made to remove the entire system and replace it. There were no adverse patient side effects reported and this lead has not been returned for analysis. The reported event date was (B)(6) 2016, but that doesn't match when the noise was first observed. Therefore, the event date has been changed to match the event description.